Manufacturer narrative:
Na

Event description:
It was reported that the ventilator was turning off while connected to the patient. No patient harm reported. It is unknown if the ventilator alarmed when the reported problem occurred.